Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem and replaced the ventilator's front bezel and the problem was resolved.

Event description:
The customer reported that the ventilator's navigation ring malfunctioned. The settings could not be modified neither via the navigation ring nor the touchscreen. There was no patient or user involvement.